Event description:
Edwards has learned through a clinical trial that a patient, implanted with a 23mm pericardial aortic valve, presented with chf/ bilateral pulmonary infiltrates after an implant duration of one (1) year and seven (7) months. Outcome listed as resolved. Device remains implanted.

Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted. No serial number has been made available; therefore, the device history record (DHR) review cannot be done at this time. This patient presented with and was treated medically for congestive heart failure (DHR). Chf can have multiple etiologies and is often due to a progression of underlying disease processes, including uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. In this case, the bioprosthetic aortic valve appeared securely seated but the echo results reported a peak gradient of 40mmhg, mean gradient of 20mmhg. This suggests some degree of bioprosthetic stenosis. There was no aortic insufficiency. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to treat a failing bioprosthetic valve over time is more likely due to stenosis which occurs as a result of calcification or host tissue overgrowth. In this case, minimal information regarding the condition of the device has not been made available; therefore, the root cause for the intervention remains indeterminable. Information regarding the patient condition suggests possibly contributing factors as diabetes niddm and hypertension. If additional information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed. No further investigative actions are required.